Event description:
It was reported via repair work order that the cot is leaning to the left side due to bent xframe-lift tubes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.